Manufacturer narrative:
H6: e2330 was added in error. See b7, pain was not associated with the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated that the impedances were okay, but may be slightly high. The physician indicated they did not want to increase voltage because they did not know the patient's history.

Event description:
Additional information was received indicating the impedances were lower than 4000 ohms when tested by the physician. The previous impedance values prior to this latest visit were not known. The physician checked the device and the impedances and nothing out of the ordinary was found. The device was being recharged properly and the patient was using the device all the time. A follow-up visit has been scheduled with the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient's dystonia symptoms returned after their heart was scanned for an unrelated heart problem. At this time, the patient developed back pain, lost strength in their legs, and the ins recharge interval extended from 3 days to a week and a half. The patient's medication has led to the patient becoming forgetful sometimes. The impedance levels were found to be high on one contact that was not in use. The impedances in use were okay and would allow for therapeutic benefit. The patient's symptoms became worse when the ins was turned on. The patient stated the pulse width was "running up" and that they were not convinced that the "wave shape" was getting up to their brain. It was indicated by the rep that the worsening of symptoms was related to a lack of botox. However, they have increased the voltage 10%. Everything else was normal with the device. The patient has another appointment in october but everything was okay at this time.

Manufacturer narrative:
H6: codes added to reflect additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported it was taking the implantable neurostimulator (ins) longer to discharge. Previously, the full battery cycle would take about three days, now it was taking one and a half weeks, which the patient implies that the current being sent out of the probes is not as much as it should be. In addition, when impedance levels were checked, they showed high and out of range but satisfactory. A new settings programmed was updated to extend the battery longevity. In addition, the patient noted that if they let their ins go flat, their dystonia suddenly gets a lot worse and now they were experiencing the problem all of the time. The patient believes their system is failing and not working as it was supposed to be. They have been suffering from this problem for six months and more recently have been diagnosed with scoliosis, which was giving the patient extreme lower back pain. Their spine was becoming "s" shaped so they were in urgent need of help as they have symptoms all of the time.